Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 167 mg/dl on compact plus gt meter and 90 mg/dl on doctor's meter (non-roche). No death or serious injury reported. Requested return of the alleged device for evaluation and replacement was sent.